Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. B01, c19, d14 the clamp was discarded at the site. B18, c20, d15. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported¿outside of a procedure that there was an issue with the clamp, it did not close up smoothly. The next step was to replace the short clamp. No patient was present at the time of the event. Additional information was received stating that the reported cause of the event was forcing the clamp when closing it into the spinous process may have caused the defected the clamp. The clamp was not jammed or stuck.